Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 283 mg/dl. Customer treated with insulin pump. The blood glucose reading at the time of the event was over 600 mg/dl. Customer stated that she was not getting insulin delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.